Event description:
Account alleged that the bed is not sending a nurse call when the nurse call switches are pressed on the pendant or siderails. Account stated that there were no injuries. Account alleged that a patient was in the bed and the bed was being used in a general medical area.

Manufacturer narrative:
Technician replaced 2 stuck nurse call membrane switches on inside of head siderail assy bed ok.